Event description:
Rptr stated that he bent to get something out of the refrigerator. He felt something in his back and he could not straighten up. He experienced severe pain that lasted between 3 to 6 weeks. He couldn't walk, take steps. He also experienced pain going to the bathroom, and his children had to put on his shoes. It took him 20 min to get in and out of bed. Dr took an x-ray and told him that one of the screws was broken. The pain continued and got worse. On 3/12/96 dr removed the screws. Rptr states that he doesn't know if he has any permanent damage, because he is still healing from the surgery.